Manufacturer narrative:
The local representative contact ts on may 9, 2017 to report that this patient had arrested and died on that same day. Ts requested return of the device and lead system for laboratory testing. The local representative was unsure if the system would be explanted post-mortem and was planning inquire further. To date, the device and lead have not been received at boston scientific's return product department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or if product are returned for laboratory testing.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) on (B)(6) 2017. The hcp asked to review this patient's remote transmission from the patient's monitoring system. Ts commented that there were two red alerts recorded. A low shock impedance was detected when attempting to deliver a shock occurred on (B)(6) 2017 at 04:05 (fault code#1004). A high voltage was detected on the shock lead during charge occurred on (B)(6) 2017 at 14:48 (fault code#1006). The patient developed a ventricular tachycardia (vt) and received quick convert antitachycardia pacing (qc atp) which did not terminated the vt. A 41 joules was delivered which was followed by the shorted lead message. It appears that the patient was unaware that a shock was delivered and did not go to the hospital the following day. On (B)(6) 2017, another vt episode was recorded associated with three high voltage when attempting to deliver a shock message. Three attempts to charge occurred and all were diverted with 0.0 charge times. The shock lead impedances prior to the events trended in the range between 32 and 39 ohms for the last year. The vt terminated spontaneously. The hcp was informed that it appears that the lead shorted during shock delivery and at least part of the shock was delivered back into the device. Damage to the device's internal circuitry may have resulted in the inability to charge. The hcp should consider the patient unprotected. Ts recommended replacing both the device and lead. The local representative contacted ts to review the event and was informed that the patient may be unprotected. The local representative was planning to discuss this further with the physician.